Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/08/2014), the lay user/patient¿s meter has been returned on 09/24/2014 and evaluated by lifescan product analysis on 10/06/2014 with the following findings: the meter passed all testing with no faults found, the primary complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation and information obtained when the csr followed up with the patient on (B)(6) 2014 to obtain and verify information. The patient reported that in the evening on an unspecified date, approximately more than 2 weeks ago, the alleged inaccuracy issue began with the subject meter. The patient reported that a reading of ¿178mg/dl¿ was obtained using the subject meter, compared to a reading of ¿144mg/dl¿ obtained using a onetouch vita device, and both results were obtained within 30 minutes of each other. Based on statistical methodology, the difference between these results falls within lifescan¿s criteria for accuracy. The patient stated managing her diabetes using insulin and self-adjusting the dose. The patient stated that her usual insulin dose is between 4 and 6 units, but reported increasing her insulin dose (an unspecified amount) in response to the reported issue. At an unknown time after the alleged issue occurred, the patient reportedly experienced symptoms of ¿sweating, headache, shaking and blurred vision¿. The patient claimed she treated herself by increasing her food and/or drink intake in response to these symptoms and going for a walk. At the time of troubleshooting, the csr determined that the unit of measure was set correctly and an approved sample site was being used at the time of testing. Replacement products have been sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggesting serious injury after taking insulin based on elevated meter readings.